Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown liner; item# unknown; lot# unknown. G2 - foreign: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five weeks post implantation, the patient bent over and felt a sensation in the hip followed by an audible grinding sound. Subsequent x-rays confirmed a fractured ceramic femoral head. A revision surgery was scheduled to replace the fractured head and liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual review of the returned ceramic head confirms the device to be fractured and (16) pieces were returned. It is unconfirmed if all pieces were returned. Metal transfer marks are noted in the taper hole and fractured surfaces. No other damage was noted. No dimensional analysis was able to be performed. The product was sent to the manufacturer for further analysis who concluded that the density and microstructure was found to conform to pre-defined specification and that there was no indication of any pre-existing material defect. Secondary metal transfer patterns were confirmed, likely from contact with metal parts and / or surgical instruments. The primary metal transfer on the cone of the head was not as uniformly distributed as would be expected indicating possible contamination during assembly of the head to the stem. Such 'disturbances' can lead to a decrease of the burst strength of the femoral head. The primary fracture surfaces and the region of fracture origin can be identified. A review of the device manufacturing records confirmed no abnormalities or deviations. The delta ceramic femoral head was used in conjunction with a g7 vit e neutral lnr and this combination has been confirmed to be approved/cleared for use and is a legally marketed combination. However, without the details of the associated femoral stem and acetabular cup being provided, the compatibility of the complete implanted system could not be assessed. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Review of the applicable IFU states under warnings - the femoral stem trunnion and the bore of the ceramic head should be dry and free of contamination prior to assembly, to minimize the risk of crevice corrosion and improper seating. Review of the applicable surgical technique for the stem issue date 2022-04 under femoral head impaction states to thoroughly clean and dry the implant trunnion taper. Disturbances in the metal transfer at the interface between metal stem and femoral head indicates that contamination and debris may have been a contributing factor leading to an increase of mechanical stress which may have led to the fracture of the ceramic femoral head. However, based on the available information a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional corrected information. The following sections were updated: b2, b3, b4, b5, d6, d9, d10, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial implantation, the patient experienced a sensation and audible grinding sound in the hip while bending over. Subsequent x-ray analysis confirmed a fractured ceramic femoral head. Approximately two months post implantation, a revision surgery to replace the head and liner was performed. No further event information is available at the time of this report.